Event description:
Complaint to distributor on (B)(6) 2011, ranfac was not notified until (B)(6) 2011. Customer states that tubing fitting is coming off catheter when dye is injected. Three different units from same manufacture lot. Same practitioner that was familiar with the product. Catheter in pt at time of malfunction and dye got in/onto the pt. Irrigation and suction removed the dye.

Manufacturer narrative:
(B)(4), product from same lot returned to MFR. Product was tested and passed the criteria for this issue. Conclusion is that the user positioned the unit in such a way as to cause blockage of contrast media egress. This would cause the contrast media to build up pressure as syringe piston was advanced resulting in the plastic tubing separating from the metal portion of the catheter.